Event description:
It was reported that capsule damage occurred. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens has been returned and it is currently under evaluation. Investigation of this even tis in progress. A supplemental report will be submitted upon completion of the investigation.